Manufacturer narrative:
The device was returned to b+l. Visual inspection found the lens in the tip of the delivery device. Visual inspection found the plunger rod up against the back haptic causing it to be bent. The lot number was not provided. Therefore, a device history record review could not be conducted. Based on the current information, the root cause of the event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the capsule broke during surgery. It is unknown what caused the incident. Additional information has been requested, but has not been received.